Manufacturer narrative:
The device was not returned to the manufacturer, it was discarded. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
It was reported that the zirconia abutment fractured in the patients mouth. The fractured abutment was discarded and not returned.